Event description:
It was reported that a physician trained in the use of the starclose se device achieved hemostasis of a moderately tortuous and mildly calcified common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was difficult to remove. In accordance with the instructions for use an attempt to release the locking mechanism via the access ports was made; however, it was unsuccessful. No audible click was heard resulting in the locking mechanism not unlocking. The device was removed with a little force and hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found that the clip was deployed. The clip was not returned. Also observed were damaged vessel locator wings with two locator wings bent, two wings broken and a displaced safety release button. All of the vessel locator wing attachment points were secure within the vessel locator assembly. The barbed pusher body joint was found to be intact. Based on the investigation findings, the possible root cause for the damaged vessel locator wings was related to operational context; either procedural or anatomical conditions. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of thumb advancer through the tissue tract. This can compact tissue between the locator wings and the distal end of the delivery tube, pushing the deployed locator wings distally. This condition can then inhibit correct locator wing retraction into the distal end of the delivery tube, bending, and in some cases causing breakage of the locator wings. Anatomically, any feature within the body, scar tissue, calcification etc., that may inhibit correct locator wing retraction may have been encountered. However no anatomical info was supplied. No mfg or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. The displaced safety release is consistent with a user technique error in the attempted activation of the release mechanism. The safety release is inoperative after clip deployment, which occurred in this instance, and is inaccessible for normal manipulation. The application of downward force applied to the inaccessible safety release displaces it into the handle cavity from its secure handle features. The proper method of safety release activation is the application of a sliding motion in a distal direction prior to clip deployment.